Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 180 ohms. At implant, over five years ago, the high energy shock impedance was 125 ohms. The impedances are high but within normal limits. Technical services discussed some diagnostic options with the caller. Later, the doctor elected to explant and replace both the pulse generator and the electrode. This was done successfully. There were no additional adverse patient effects.